Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-15349, 2017865-2020-15350. It was reported that the patient experienced an infection. The cardiac resynchronization therapy defibrillator had eroded through the skin. Wound cultures were performed and were positive for a bacterial infection. The cause of infection was due to the upgrade procedure that was performed on (B)(6) 2020. There were no allegation that the device and leads caused the infection. The patient presented for explant on (B)(6) 2020. Upon explanting the final lead, the patient¿s blood pressure started to drop precipitously and the physician had to perform an emergency open heart surgery. The leads and device were successfully explanted. The patient was recovering and received oral antibiotics.